Event description:
The pt underwent catheter revision as was experiencing reduction in control of spasticity. The catheter was replaced without event. The pump was removed from the pt to facilitate ease of catheter revision. When attempting to refill the pump, resistance was observed. The hcp states the pump was kept warm at all stages and despite waiting, was still unable to refill the pump. The pump was not replaced. The pt outcome was reported as "satisfactory-no further problems reported."